Event description:
Starting approximately one month after my hernia repair operation with the prolene mesh, I developed quality of life limiting symptoms including, but not limited to: intermittent surgical site tenderness and regular day long occurrences of cramping, diarrhea, pain, bloating and gas. I have seen numerous physicians and have had extensive medical workup done to try and diagnose a reason for the above mentioned symptoms without success. I have also tried numerous drug therapies to remedy the above symptoms without success. The symptoms are severe enough to impair my daily activities and life in general. I would be interested in having the mesh removed to see if the symptoms would resolve upon removal and I am in the process of submitting a letter to my insurance company to see if they will authorize the removal of the mesh, but I am told that unless the mesh is recalled this will likely be denied.